Event description:
It is reported that the pt underwent an irrigation and debridement due to infection and wound dehiscence.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.